Manufacturer narrative:
Additional info: submitted picture appears to show associated complaint instruments. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgical procedure from l2-s1. It was reported that extenders/ reducer would not allow the setscrew to engage the bone screw at l3 and l5. The procedure was converted to a mini-open as several tries and additional contours to the rod. The case was delayed 90 min. No additional patient complications were reported.